Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012562118 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The borescope imaging confirmed a ribbed inside the shaft restricting dilator from advancing. The native dilator could not be fully inserted into the returned flexcath contour sheath. The sheath inner diameter was restricted. In conclusion, the sheath failed the returned product inspection due to kinked side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sheath 10fcc13 flexcath contour 10f, the dilator would not advance into the sheath past the handle. The native dilator was attempted to be advanced without success. A new 10f flexcath contour sheath was used and the issue was resolved. The ablation procedure was completed successfully with pulsed field ablation. No patient complications have been reported as a result of this event.